Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary encountered an issue where the auxiliary 3.1 pocket a2 cubie disconnected and could not be opened or released, required maintenance. Additionally, it was reported that the user was able to retrieve the needed medication from the medstation nearby and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 had shown no cubies inserted due to a damaged retractor band. A field service engineer had replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.